Manufacturer narrative:
Correction to e1,e2,e3 and g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling coating on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.